Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: during investigation, the pump failed to power on. The complaint of a battery life issue was not able to be adequately investigated due to no power to the pump. Unrelated to the complaint, investigation revealed moisture in the display. The battery compartment was cracked. Leak testing showed the pump leaked at the battery compartment. The pump was opened; moisture damage found on the printed circuit board.